Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2014. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.